Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported during a tlif two drivers broke at their distal tip upon final tightening. The patient did not retain a foreign body. The surgery was completed with another instrument, there was a twenty minute surgical delay.

Manufacturer narrative:
No patient/user injury or adverse event associated with this report. The device was not returned so an evaluation could not be performed and no conclusions could be drawn. A review of the manufacturing records did not identify any issues which may have contributed to this event.